Manufacturer narrative:
Batch review performed on 19-jun-2023. Lot 1910554: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot 1908623: (B)(4) items manufactured and released on 25-mar-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot 1909469: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot 1909431: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 years and 10 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all components. The surgery was completed successfully.